Manufacturer narrative:
Device still implanted in the patient. Device is still implanted in patient

Event description:
Dr. (B)(6) performed an acdf at c6 to c7. Six weeks post operation he performed a follow up x-ray and allegedly observed that the screw backed out slightly after procedure. Dr. Wolfson decided there would be no revision surgery performed at this time, he is observing the patient.